Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿ blood collection tubes, 1 tube contained a stain on the gel. There was no health impact or consequences reported.